Event description:
Per the clinic, the patient experienced pain at the implant site followed by headache, and the implant area was noted to be pink and swollen. Subsequently, the patient was treated with oral and topical steroids (specific date and duration not reported) however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2026, to have the site cleaned with sterile water and betadin. The implanted device remains.